Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger generated a no flow condition. As per the report, the irinotecan closed line system would not back or forward flow despite multiple hours of troubleshooting. Appears to be a malfunction in the device. Unable to deliver chemo, some was discarded. The patient was rebooked for tomorrow and drugs were reordered. The irinotecan line was sent back for investigation. The impact of the incident was drug delivery delayed. The invasive procedure was not provided or not applicable. There was no unexpected or prolonged care. There was no patient harm reported.